Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. On an unreported date, the patient was treated with injection fortum 1 gram (frequency, duration and route of administration not reported) for peritonitis. At the time of this report, the patient was recovering and the fluid was clear. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient had completed the course of antibiotic treatment, the patient¿s peritoneal effluent was clear, the patient was completely recovered from the event of peritonitis and was doing well. On an unreported date, the patient was discharged from hospital. Should additional relevant information become available, a supplemental report will be submitted.